Event description:
Additional information was received. It was reported that there was no inaccuracy at all during this case. It was only a connectivity issue. The clinical specialist (cs) confirmed there was no inaccuracy. There was no imaging system spin done because they didn¿t know to have the imaging system tool card loaded on the navigation system. A competitive rep was running the navigation system and deleted the wrong things. There was no inaccuracy because the imaging system and navigation system weren¿t connected without the proper tool card.

Manufacturer narrative:
H2) see b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: concomitant product information (product ID 9735740 and software version 2.1.0) h6: code f1908: prolonged surgery is applicable to the reported delay of more than 10 minutes but less than 30 minutes. Code f26: no health consequences or impact, which was previously reported, is applicable to no reported impact to the patient's outcome. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the site understood that the communication issue was caused by the untrained user not recognizing the missing imaging system toolcard. The issue occurred intra-operatively during a lumbar spine procedure. There was a surgical delay of more than 10 minutes but less than 30 minutes. There was no impact on the patient's outcome. The amount of inaccuracy was reported as no inaccuracy which was contradicting information.

Manufacturer narrative:
H3, h6) no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the surgeon alleged the system was inaccurate due to the imaging system and navigation system not communicating. The clinical specialist (cs) reported that once the imaging system's toolcard was added to the equipment page, both the systems successfully established communication. A patient was present.